Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On unknown date, but in (B)(6) 2024, a computed tomography revealed a type b dissection that had an entry just below the left subclavian artery. On (B)(6) 2024, a reintervention was performed for the type b dissection. A gore® tag® conformable thoracic stent graft with active control system (ctagac) was used for the type b dissection to reduce the blood flow into the false lumen. A dilator of gore® dryseal flex introducer sheath (dsf) was inserted to the external iliac artery due to high calcification. Then, due to highly tortuous vessel, the dsf was only inserted to below the abdominal aorta around the trunk of the gore® excluder® conformable aaa endoprosthesis, not to the thoracic aorta. The delivery catheter of the ctagac was advanced without the sheath from the abdominal aorta and the ctagac was implanted. An abdominal angiography revealed a proximal type I endoleak of the gore® excluder® conformable aaa endoprosthesis. Additionally a stent graft was implanted. The proximal type I endoleak was resolved. The patient tolerated the procedure. The physician stated that the type b dissection was most likely caused by a pull-through (left subclavian artery - right common femoral artery) or non-gore catheter manipulation during the evar. Regarding the proximal type I endoleak, device misalignment of the gore® excluder® conformable aaa endoprosthesis may have occurred during the ctagac advancement.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.